Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that a cartridge alarm occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction alarm issue was verified, but the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified.